Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and weight gain. It was also reported that the right atrial (ra) lead exhibited unstable thresholds, intermittent undersening and intermittent capture. It was also noted that p wave measurements changed when the patient moved from lying supine to side lying. The ra lead was programmed off and remains in use. No further patient complications have been reported as a result of this event.